Event description:
It was reported that a revision surgery was performed to address post-operative pain. During the surgery, a cocr rod and connector were found to have fractured. The lumbar portion of the construct was removed and replaced with a competitive construct. There was a surgical delay, but no patient impacts were reported. The surgeon believes the patient may have fallen or was hit. This is report one of two for this event.

Manufacturer narrative:
Corrected information in d9 and h3. Additional information in h6: component, investigation type, findings, and conclusions. Device evaluation: visual inspection revealed the rod has fractured. Potential cause root cause was unable to be determined. This event could possibly be attributed to unknown patient factors or traumatic event. DHR review the lot number is unknown since the section of rod that contains the identifying information was cut off, apparently at the time of implantation. Therefore, the DHR cannot be reviewed. Device use this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2021-00284.

Event description:
It was reported that a revision surgery was performed to address post-operative pain. During the surgery, a cocr rod and connector were found to have fractured. The lumbar portion of the construct was removed and replaced with a competitive construct. There was a surgical delay, but no patient impacts were reported. The surgeon believes the patient may have fallen or was hit. This is report one of two for this event.